Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in the (B)(6). (B)(4). Evaluation: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion omni-tome pre-loaded sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: this type of occurrence has been brought to the attention of appropriate internal personnel in an effort to heighten awareness. No further action was taken at this time. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook fusion omni-tome pre-loaded sphincterotome. Incorrect cutting wire orientation was observed during use. Several attempts were made in an attempt to collect add'l info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event.